Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The procedure treated the 99% stenosed target lesion located in the severely calcified and severely tortuous mid left anterior descending artery. A 3.0 x 8.0 mm nc quantum apex balloon was advanced and used for pre-dilation, however the balloon ruptured due to severe calcification. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The procedure treated the 99% stenosed target lesion located in the severely calcified and severely tortuous mid left anterior descending artery. A 3.0x8.0mm nc quantum apex balloon was advanced and used for pre-dilation, however the balloon ruptured due to severe calcification. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).